Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of peel-away sheath tabs broke off in use was able to be confirmed by the photo as it revealed both of the tabs completely separated from the peel-away sheath extrusion. A device history record review was performed with relevant findings. For part number eb-01041-002 and batches 34c23b0191, 34c22m0135 and 34c23f0129, three non-conformances were initiated for peel-away extrusion defects during use. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." Although no sample was returned for investigation, the complaint of peel-away sheath tabs broke off in use was able to be confirmed by the customer photo. The photo revealed that both of the tabs completely separated from the peel-away sheath extrusion. The appearance of the damage from the photo is consistent with a manufacturing related issue. Based on the provided photo and available information, manufacturing likely caused or contributed to the reported issue. A non-conformance has been initiated to further evaluate this issue.

Event description:
It was reported that: on (B)(6) 2024, while inserting a midline in the operating room, the wings of the sheath detached from the cylindrical part when the sheath was removed. This cylindrical part was aspirated into the vein. A surgeon was called in to attempt to recover this part. Compress the area upstream of the cylindrical suction point with the hand. The surgeon made an incision to explore the venous path to recover the cylindrical part. An intraoperative fluoroscopy search was performed. As the foreign body was presumably located in the axillary fossa, it could not be recovered via the direct approach. A joint decision was taken by the anaesthetist and surgeon to transfer the patient to a vascular center. On (B)(6) 2024: the patient was transferred to vascular surgery for removal of the midline piece located in the axilla. Monitoring in this department was performed on (B)(6) 2024: patient returned to the facility for further management (patient returned with piccline) in. On (B)(6) 2024: patient has no sequelae from this adverse event. Unfortunately, the medical device was not preserved.

Event description:
It was reported that: on (B)(6) 2024, while inserting a midline in the operating room, the wings of the sheath detached from the cylindrical part when the sheath was removed. This cylindrical part was aspirated into the vein. A surgeon was called in to attempt to recover this part. Compress the area upstream of the cylindrical suction point with the hand. The surgeon made an incision to explore the venous path to recover the cylindrical part. An intraoperative fluoroscopy search was performed. As the foreign body was presumably located in the axillary fossa, it could not be recovered via the direct approach. A joint decision was taken by the anaesthetist and surgeon to transfer the patient to a vascular center. On (B)(6): the patient was transferred to vascular surgery for removal of the midline piece located in the axilla. Monitoring in this department was performed on (B)(6): patient returned to the facility for further management (patient returned with piccline) in. On (B)(6): patient has no sequelae from this adverse event. Unfortunately, the medical device was not preserved.

Manufacturer narrative:
Qn#(B)(4).